Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/02/2018. During an annual pm, the unit was not passing the airflow test. Philips field service engineer (fse) determined check valve 3 was damaged and not working correctly. The fse replaced the check valve and retested the unit. After the repair the unit operated correctly, passing all required performance verification tests.

Event description:
The device displayed an error code (#3125 -check valve 3 damaged) no patient/user harm reported. The event date was not specified; estimate used.